Manufacturer narrative:
Other relevant device(s) are: d1: micra, model #: mc1vr01-delsys / expiration date: 28-feb-2021 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: yes, return date: 18-feb-2020 device evaluation by MFR: no, device evaluation anticipated, but not yet begun dev rtn to MFR: yes, mfg date: 26-sep-2019, labeled for single: yes, (B)(4). If information is provided in the future, a supplemental report will be issed.

Event description:
It was reported that during the implant procedure, the leadless implantable pulse generator (ipg) was partially exposed from the del ivery system. The leadless ipg system was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Section 'device' information references the main component of the system. Other relevant device(s) are: model ID#: mc1vr01-delsys. (B)(4). Product event summary: the full delivery system was returned with the device intact in the device cup. Analysis was performed. The delivery system inner shaft was mechanically kinked/bent at 1.5 cm from the distal end of the recapture cone. The articulation curve of the delivery system did not meet specification. The delivery system outer shaft was bent at 5 cm from the distal end of the device cup. Visual analysis of the delivery system indicated damage during use. The analyst noted the device was able to be deployed and recaptured with no anomalies. Articulation was performed and the curve was out of specification. If information is provided in the future, a supplemental report will be issued.